Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the prograsp forceps instrument was inserted and when the surgeon went to grip, it pulled tissue with the instrument. It was confirmed that the instrument was broken. The instrument was removed and it was noticed that two pieces of the shaft had broken off and were in operative field. A replacement instrument was obtained. The two fragment pieces were removed. A thorough search and irrigation of the field was performed and it was confirmed that no other fragments were seen. X-rays were performed and no foreign bodies were seen as read by a radiologist. The scrub tech in the room did not see a defect in the instrument and there was no warning message upon initial insertion into the arm for use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information. The instrument was reportedly inspected prior to use and it was assumed that shaft was cracked. The instrument was in use for an unknown amount of time, and no functionality issues were noted prior to the instrument breakage. There were no known collisions during the procedure. It was confirmed that the instrument fragment was retrieved successfully during the same procedure. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have the main tube broken. Pieces measuring approximately 0.065 x 0.746 and 0.101" x 0.75" were not returned with the instrument. This failure is typically associated with mishandling/misuse.